Event description:
During routine testing of the device at the service center, the service technician reported the occluder head was out of specification. During testing, the occluder head registered at 47 to 49 lbs, while the specification is 50 to 60 lbs. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.